Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported clip open during efaa was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted. To further reduce mr, an additional clip was inserted and placed on the valve. However, while establishing final arm angle (efaa), it was observed the clip continuously opened. Troubleshooting was performed, but the issues continued to occur; therefore, the clip delivery system (cds) was removed and replaced. One clip was then deployed on the mitral valve, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.